Event description:
Procedure:vats wedge resection the staples did not form properly when the device was applied to tissue. The anastomosis of the tissue was not performed properly and bleeding occurred. The surgeon repaired the tissue by manually suturing the tissue.